Event description:
This lv lead was implanted on (B)(6) 2012 and is still in active implant. A call to technical services was made on 7/18/2014 stating that a test was done on the l v and got a good threshold at 1 v. They were suspecting that device was capturing the lv which should not supposedly happen. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).